Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced pain at the lead site, which has resulted in patient visiting emergency room multiple times. As a result, a surgical intervention may be pending to address patient¿s ineffective stim (reference manufacturing report# 1627487-2018-03319) and pain at lead site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported surgical intervention was undertaken on an unknown date wherein the patients system was explanted and replaced with another manufacturers device.